Event description:
Reporter alleged when going to a routine dr appointment, the customers' meter read 296 mg/dl compared to the doctors' reading of 138 mg/dl when testing was performed within 10 minutes. Customer stated a lab comparison rendered 136 mg/dl back to back with a result from their meter which read 296 mg/dl when testing was performed within 5 minutes of each other. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.